Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set; further described as ¿female portion of the transfer set came away from the body of the transfer set¿. This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed. And it was noted, that the female connector was separated from the main body of the transfer set. Additionally, it was observed, that there was no evidence of solvent present on the insert chip and the main body. The reported condition was verified. The cause of the reported condition was determined, to be inadequate solvent application to the insert chip and the main body, during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.